Manufacturer narrative:
Initial and final MDR (B)(4) MDR .- device 2 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced seven infusion set tubing leakage events on (B)(6) 2026. The infusion set tubing was leaking at the site, and the events occurred within five to ten minutes of insertion. The patient replaced the infusion sets and successfully resumed insulin deliveries. No further information available.